Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was 488 mg/dl which was treated with insulin pump. The customer assisted with troubleshooting and found the cannula was bent. The high-pressure test passed. The auto mode was not active at the time of the incident. Customer had been using¿an insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.